Event description:
Procedure pack co reported noting small holes in the packaging of several units of non-sterile custom kit. The damage was noted during the procedure pack assembly process. Kits were not shipped to end user hospitals.